Event description:
On (B)(6) 2023, a patient (pt) in argentina reported "micro ulcers from sleeping with contact lenses (cls) in the past." No additional information was provided. On (B)(6) 2023, the pt provided additional information. The pt reported the "micro ulcers" occurred between 2015 and 2016 while wearing an acuvue brand cl (brand unknown); however, an exact date was unknown. The pt developed light sensitivity and irritation in both eyes (ou) after sleeping in cls as a new wearer. The pt reported the lenses were dry and the pt "became desperate because pt could not get them out and forced them while trying to remove them." The pt was diagnosed with ¿micro ulcers¿ in ou by an eye care professional (ecp), was prescribed drops to use for a week (name and dosage unknown) and was instructed to use "drops to hydrate the eye if it happens again." The pt stated visual acuity was not affected, all issues resolved without any permanent damage, and the pt was able to return to cl wear after treatment. The pt did not have any other information about the event as it happened "many years ago." No additional information was provided. No additional information is expected. The date of the pt¿s event is being reported as (B)(6) 2015 as the exact event date is unknown. This os corneal ulcer event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment with the pt¿s treating ecp. This report is for the pt's os event. The pt's od event will be submitted in a separate report. The availability of the suspect cl is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Availability of suspect lens is unknown.